Event description:
It was reported that during a lap cholecystectomy procedure, the pouch exploded when gall gladder placed in it. Case completed with another device of the same product code. No patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.